Event description:
On (B)(6) 2026, the user reported migrating pain in the insertion arm, from the shoulder to the elbow, to the sensor insertion site, and to the wrist, with no specific pattern. The user stated that the pain was most severe in the shoulder and that symptoms had progressively worsened since onset 10 days after insertion. The user's healthcare provider was aware of the event and prescribed a cortisone injection for symptom management.

Manufacturer narrative:
The reported pain did not result in removal of the sensor. The user reported ongoing use of over the counter and prescription pain medications with limited relief and noted that prior medical evaluation, including radiographic imaging, identified no acute shoulder injury beyond age related changes and arthritis. Per data management system review, the user was actively using the system with up to date information at the time of case closure. The hcp was made aware of the event and prescribed a cortisone shot. Pain at insertion site is a known and anticipated potential adverse effect, however, the root cause of the reported migrating arm pain is unclear, and a causal relationship to the insertion could not be established based on the available information.